Manufacturer narrative:
Testing was performed on retain kit lot m160789 with the abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All test results were valid and performed as expected. Additionally, the manufacturing and quality control release testing were reviewed for test base lot m160789 and they met release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m160789 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference.

Manufacturer narrative:
Please reference manufacturer report numbers 1221359-2021-02880, 1221359-2021-02882, and 1221359-2021-02888. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 across three different days and four different lots on the same patient. This MFR. Report addresses two false positives on (B)(6) 2021 using lot m160789. The customer reported two false positive results with the ID now covid-19 on a direct tested nasal kitted swab. Repeat testing was performed. One additional positive result was found using ID now covid-19 on (B)(6) 2021, one was found on (B)(6) 2021, and one was recorded on (B)(6) 2021. These false positive results are reported in the MFR. Reports referenced in this MFR. Report. Customer tested negative on true nat ( (B)(6) 2021) and gene xpert ( (B)(6) 2021). Rt-pcr confirmation testing yielded negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided.